Event description:
It was reported that during an ultrasound guided biopsy, using two needles, both devices would not cock and it sounded like a plastic internal part broke off. Another device was used to complete the biopsy. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided, and the lot device records have been reviewed. The lot met all release criteria. The first sample was returned with no protective tubing on the needle tip. The stylet and cannula were in their initial positions (not retracted), as the arrow could not be seen in the ready window. Loose particles could be heard within the device. There were no visual anomalies noted on the sample. The sample was functionally tested by attempting to twist the rotational knob once to prime the device. The device could not be primed due to the loose particles. Further function testing could not be performed. The sample was disassembled and the internal components examined. The cannula hub and the stylet tang were found to be broken. The investigation is confirmed for a break, as the cannula hubs on both samples and the stylet tang were found to be broken. The investigation is confirmed for failure to prime, as the devices could not be primed due to the broken components. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time.